Event description:
It was reported that the patient presented to the emergency department with diaphragmatic stimulation. Interrogation revealed high thresholds, and a lead dislodgement was suspected. It was also noted that the patient had 'twiddlers syndrome'. The lead was explanted and replaced. No further patient complications were reported as a result of this event.